Event description:
Report received indicated that during a percutaneous transluminal angioplaty to the left common iliac, the stent slipped half way off balloon. There were no anomalies noted during inspection or prepping of device. Access sight was on the left groin to the femoral artery. Vessel was not remarkably tortuous. Physician was advancing stent forward towards the left common iliac artery when stent moved slightly about half way on the balloon. At this point, physician inflated balloon at 2 atms securing the stent onto the balloon and continue moving stent and balloon together towards the lesion with some difficulty placing and deploying stent at teh intended site. There was no patient injury reported. Procedure concluded successfully. There is no other patient, vessel/lesion or procedural information available.

Manufacturer narrative:
It was reported that during a percutaneous transluminal angioplasty of the left common iliac, the stent moved slightly halfway off of the balloon, making it difficult to maneuver and position. This was resolved without consequence and there was no reported patient injury. The vessel was described as not remarkably tortuous. No additional patient, lesion/vessel or procedural information is available. As the actual involved product was not returned for analysis, the exact cause of the reported stent movement on the balloon could not be determined. Review of the manufacturing route sheets revealed no complaint related anomalies. Lot history reviews revealed one report of this type for this lot number to date. The stent retention after sterilization was found to be within specification. At this time, there is not enough information to draw a conclusion between the device and the reported event.